Event description:
It was reported that the stopper on the bd posiflush¿ normal saline syringe's plunger separated and dislodged from the syringe, spraying saline from the back during a flush. Lot #'s 9016512 and 9064511 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: we have had some complaints about posiflush¿ IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml (bd 306547). I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back. When performing a lab draw on a patient's central line (trifusion), the 10 ml ns flush in use to flush the line and pull back 5 ml of blood prior to vacutainer blood collection fell apart (the plunger unscrewed and popped out of the barrel of the syringe), potentially allowing blood to spill/spray all over.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Manufacturer narrative:
Investigation summary: one sample was received. The sample has the plunger stopper at 1ml. It has the tip cap and solution in it. Failure mode is verified, however, the posiflush sp syringes are designed to flush the IV lines not to draw lab blood samples. This would be considered off label use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Conclusion: failure mode is verified, however, the posiflush sp syringes are designed to flush the IV lines no to draw lab blood samples. This would be considered off label use.

Event description:
It was reported that the stopper on the bd posiflush¿ normal saline syringe's plunger separated and dislodged from the syringe, spraying saline from the back during a flush. Lot #'s 9016512 and 9064511 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: we have had some complaints about posiflush¿ IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml (bd 306547). I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back. When performing a lab draw on a patient's central line (trifusion), the 10 ml ns flush in use to flush the line and pull back 5 ml of blood prior to vacutainer blood collection fell apart (the plunger unscrewed and popped out of the barrel of the syringe), potentially allowing blood to spill/spray all over.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9016512, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-16. Medical device lot #: 9064511, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-05. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on the bd posiflush¿ normal saline syringe's plunger separated and dislodged from the syringe, spraying saline from the back during a flush. Lot #'s 9016512 and 9064511 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: we have had some complaints about posiflush¿ IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml ((B)(4)). I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back. When performing a lab draw on a patient's central line (trifusion), the 10 ml ns flush in use to flush the line and pull back 5 ml of blood prior to vacutainer blood collection fell apart (the plunger unscrewed and popped out of the barrel of the syringe), potentially allowing blood to spill/spray all over.